Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services noted that the cause was camera failure. The device scrapped.

Event description:
The customer reported that during a patient procedure, using a reusable glidescope agvl 5, there was no image on the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.